Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("teeth pulled"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and tooth extraction outcome was unknown. The reporter considered medical device removal and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ tooth pulled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: plaintiff fact sheet received. Event medical device removal was added. Removal details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("teeth pulled"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and tooth extraction outcome was unknown. The reporter considered medical device removal and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ tooth pulled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension, gestational diabetes and colonoscopy. Concurrent conditions included menorrhagia, dysmenorrhea, nabothian cyst, endometrial metaplasia, endocervicitis, adenomyosis and follicular cyst of ovary. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent tooth extraction ("teeth pulled"). The patient was treated with surgery (to remove essure/hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and tooth extraction outcome was unknown. The reporter considered pelvic pain and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ tooth pulled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient's medical history were added. Event "medical device removal" was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.